Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Pt was injured in a motorcycle accident resulting in an open comminuted complex fracture of the distal right humerus with extension into the epiphysis with a vertical split of the epicondyles. Pt was implanted with an olecranon plate, a 3.5mm lcp medial distal humerus plate and a 3.5mm lcp posterolateral distal humerus plate. About 3 1/2 months post implant pt reportedly felt a 'pop' and an x-ray taken noted the posterolateral plate and a screw in the medial distal humerus locking plate to be broken. During a revision procedure surgeon removed the broken plate, the broken screw and the intact medial plate. Surgeon then used bone graft and replaced both plates. The medial plate was removed so the surgeon could reposition the fracture and place the bone graft material.